Event description:
Customer reported paramedics were called to assist with his low blood glucose. Troubleshooting was performed and pump appeared to be operating normally. Suggested that customer call physician to discuss possible causes of low blood glucose.